Event description:
A 3 mm kerrison was found in the instrument pan with a screw missing. The instrument was removed from field. An xray was taken and read as negative. The instrument was at no time near operation site.we have not had similar problems with this device. The missing screw was not found, and this is a non-disposable device. It would not have been returned to service.